Event description:
Physician (radiologist) reported that following a breast biopsy procedure, he inserted a gel mark through a mammotomy probe, attempted to deploy the pellets/makrer, withdrew the device with resistance, and, upon removal noticed that the tip had been sheared off. He believes that the tip remains in the pt's breast, but does not plan to retrieve it. He was unable to locate the wire form makrer on follow-up mammogram. There was no pt adverse effect as a result of this incident.